Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2018, the lay-user/patient¿s spouse contacted lifescan (lfs) USA, alleging that the patient¿s onetouch ultra2 meter read inaccurately high compared to laboratory device. The complaint was classified based on the customer service representative (csr) documentation and on additional information obtained by the medical surveillance specialist after reviewing the call recording. The reporter stated that the alleged meter inaccuracy began on (B)(6) 2018 at 4:30 am. The reporter claimed that on an unspecified occasion, the patient obtained blood glucose readings of ¿202 mg/dl¿ with the subject meter and ¿146 mg/dl¿ on the laboratory device, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. The patient manages her diabetes with a combination of oral medication (glipizide and metformin) and insulin (tresiba). The reporter denied the patient made any changes to her usual diabetes management routine as a result of the alleged issue. The reporter claimed that immediately after the alleged issue started, the patient developed ¿hypoglycemia¿. During the call, the reporter claimed that on april 13, 2018 at 5:30 am he treated the patient with orange juice in response to her symptoms then rushed her to hospital where she received blood tests (results not provided). No additional treatment was reported. At the time of the call, the reporter claimed the patient remained in hospital. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter and that the correct testing process was being followed. The csr confirmed the test strip vial was intact and the test strips were in good condition. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs suggestive of a serious injury adverse event while using the product. The alleged inaccuracy issue could not be ruled out as a cause or contributor to the event.